Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was planned to be performed on (B)(6) 2025 using the blueprint planning feature (case ID: (B)(4)). The baseplate on the glenoid site was loosening.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
A revision surgery was planned to be performed on (B)(6) 2025 using the blueprint planning feature (case ID: (B)(4)). The baseplate on the glenoid site was loosening.